Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.